Event description:
The user facility reported that during a ptca procedure, there was twisting of the catheter in the introducer sheath. The catheter could not be removed through the sheath, so the sheath and catheter were removed together. A new sheath was then placed, but oozing from the vessel was noted on angiography with formation of a hematoma. The pt was transferred to cv-ICU for c-clamp to the groin until hemostasis was maintained. The pt was described as having no negative outcomes to this event. This event was reported in relation to the guiding catheter device by the user facility (medwatch uf/dist report # 1023162) and the guiding catheter MFR (MFR# 6000093-2001-00095).